Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 02/24/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 145mg/dl and 153mg/dl fasting. Reviewed meter memory (B)(6). The time and date are not set in meter.